Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported noise where it freezes on its own during inspection for use involving an olympus device. The customer suspected that the cause of issue was due to. There was no patient involvement.